Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: unable to verify the time/date reset to default setting in the black box. The black box shows multiple manual time/date changes. Pump was exercised for 24 hrs. After 24 hrs the battery was removed for 6 hrs. The bench testing confirmed when the battery was reinserted after 6 hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the bt1 internal battery was leaking. The display screen has a pinkish contrast. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30 mmol/l with symptoms of abdominal pain, thirst, urination, and nausea. The patient did not receive any treatment for the alleged blood glucose excursion. The patient had remained on the pump at the time of the call. The reporter alleged that the pump¿s time and date was resetting after rebooting the pump. The pump asks the patient to verify the correct time and date settings before insulin deliveries resume after a reboot. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.